Event description:
Procedure type: laparoscopic assisted total gastrectomy. According to the reporter in a literature review: an article titled "stenosis after use of the double stapling technique for reconstruction after laparoscopy assisted total gastrectomy", in the journal of surgical endoscopy 2013 27: 3683.3689, states a retrospective analysis was conducted from 2008 to 2011 on 262 pts with gastric cancer who underwent total gastrectomy and reconstruction with a roux-en-y anastomosis, and 52 pts who underwent latg with dst. Postoperative complications included four anastomotic leaks. The mortality rate was zero.

Manufacturer narrative:
(B)(4).